Manufacturer narrative:
Device evaluation summary: during preventive maintenance by a service technician, the service technician observed that one of the batteries measured at 12.45 volts and it needed to be 12.75 volts in order to pass the pm. The issue was resolved by replacing both batteries. The batteries that were removed from the device were installed in (B)(6) of 2020. Preventive maintenance was completed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During preventive maintenance by a service technician this bio-console base had the battery measured at 12.45 volts and it needed to be 12.75 volts in order to pass the pm. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Conclusion: complaint confirmed for the bio-console instrument's batteries not measuring the correct voltage. The issue was identified during preventive maintenance. There were no patient/clinical safety issues reported. The batteries are to be replaced every four years per the preventive maintenance schedule. A review of complaint and service records associated with this instrument found other instances of battery replacement within four years. The batteries did not meet their life cycle requirements. Trends for issues with this instrument are monitored. Correction h8 usage of device: this field has been updated to reuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.